Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level was 550 mg/dl and customer vomited. Customer again checked blood glucose level after treatment and it was 385mg/dl. Current blood glucose level of customer was 450 mg/dl. It was known that the auto mode feature was not active at the time of incident. Customer was treated with insulin pump. There were no kink, bend or air bubble present along the tubing. The insulin exited during troubleshooting. The insulin vial was not exposed to extreme temperature, looked cloudy or expired. Customer declined to check for high pressure test. The insulin pump will not be returned for analysis.